Event description:
It was reported that the patient was having a lot of back pain. He needed to contact someone to see if it was working right, but he didn¿t know who or where to go. A week later the patient thought it was a medical problem because the ¿pump itself is not working due to a mechanical failure.¿ records did not show that he had an active pump, so it was clarified that he had two leads. One lead was broken and one was working. A manufacturing representative met him at a healthcare provider (hcp) office, sometime at the beginning of december of this year, to check impedances and found that one lead was broken. However, the patient was not sure if was just non-functioning or actually broken, but knew it was non-operational. He did not have any accidents or injuries to explain why this lead was not working. Revision surgery was scheduled for 2015-(B)(6). He did not have an exact date, but said this lead had not been working for quite some time, at least 5 months. He did not indicate how he knew that it had been that long or what diagnostics were done to determine that time frame. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was no 50% or greater symptom reduction. The cause of the event was determined to be device related. No reprogramming was needed. The spinal cordstimulator (scs) was interrogated and contacts 8, 9, 10, and 11 had high impedances. It was noted that they placed a paddle lead via laminotomy in 2009. There was a loss of therapeutic effect, but it was unknown if it was sudden or gradual. It was also unknown if there was a loss of stimulation. The patient had not recovered, with symptoms and issues ongoing. There was a plan for a scs revision.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3888-45, lot# v210550, implanted: 2009-(B)(6), product type lead. Product ID 3708260, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3888-45, lot# v218118, implanted: 2009-(B)(6), product type lead. Product ID 3998, lot# v069647v02, implanted: 2009-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3888-45, lot# v210550, implanted: 2009-(B)(6), product type lead. Product ID 3888-45, lot# v218118, implanted: 2009-(B)(6), product type lead. Product ID 3998, lot# v069647v02, implanted: 2009-(B)(6), product type lead. (B)(4).